Manufacturer narrative:
Initial.

Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia after eating a banana and a small bowl of yogurt without issuing a meal announcement; the dexcom g7 continuous glucose monitor (cgm) showed a peak of 297 mg/dl for approximately two hours, which was cross-checked by glucometer at 226 mg/dl. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no alarms, no alerts, and no hospitalization. Investigation included a troubleshooting review and education on meal announcements. Investigation of this case revealed user error related to a missed meal announcement with no device or component malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was use error due to missed meal announcement.